Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The safety bar would not move due to the presence of corrosion and/or accumulation of grit between trigger/safety switch components and handle. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.